Manufacturer narrative:
A surgical explant of the device was reported, with an unknown cause. A more comprehensive assessment could not be performed as limited information was available, and the device was not returned for analysis. As the lot/serial number was not provided, device history records could not be reviewed to verify that all manufacturing and inspection processes were completed and that the product met all specified manufacturing requirements. Based on the information available, the cause of reported incident cannot be conclusively determined. There is no indication of a product quality issue related to the device¿s labeling, design, or manufacturing. This individual case was received by the manufacturer as part of a bulk report and is being submitted as a separate medical device report (MDR) specific to the identified device and patient.

Event description:
It was reported that an unknown size trifecta valve was implanted on 05 november 2013. It was reported that the valve was explanted on (B)(6) 2025. The cause of the explant is unknown. The patient status is unknown. No further information has become available.